Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: as received, the cut protection wire was attached to the cut delivery sheath received coiled inside a plastic bag without the retrieval sheath and wire torquer. During visual and microscope examination of the returned device, the distal tip of the protection wire was coiled, wavy and stretched approximately 5 mm on its proximal portion. The protection wire was cut from the proximal end. The cut proximal end was not returned. The remaining length of the returned protection wire was approximately 79.0 cm measured for the distal tip of the protection wire. The filter bag of the protection wire was deployed from the delivery sheath except for the loop coil legs. The loop coil leg of the filter bag was deployed from the delivery sheath. The filter bag verified normal and intact during microscope examination. Dried blood was seen inside the delivery sheath. The delivery sheath was also cut from the proximal end. The cut proximal end was not returned. The remaining length of the retuned delivery sheath was approximately 2.7 cm measured from the distal tip of the delivery sheath. There were no other issues found during visual and microscope inspection of the protection wire and delivery sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, positioning issues were encountered. The 82% stenosed and 37mm long target lesion was located in the non calcified and non tortuous internal carotid artery with a reference vessel diameter of 8mm. A 190cm filterwire ez embolic protection system was advanced and successfully deployed. A carotid wallstent was then deployed with no reported complications. Follow up images performed immediately following stent placement showed that the filterwire basket laid flat. The device was able to be removed without difficulty and replaced with another of the same. No damage was noted on the device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, positioning issues were encountered. The 82% stenosed and 37mm long target lesion was located in the non calcified and non tortuous internal carotid artery with a reference vessel diameter of 8mm. A 190cm filterwire ez embolic protection system was advanced and successfully deployed. A carotid wallstent was then deployed with no reported complications. Follow up images performed immediately following stent placement showed that the filterwire basket laid flat. The device was able to be removed without difficulty and replaced with another of the same. No damage was noted on the device. No patient complications were reported and the patient's status is stable.